Manufacturer narrative:
Patient information was unavailable. Name of initial reporter is unknown at the time of filing. A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess). It was reported that intra-operatively, the site loaded a patient exam and after they registered and got to navigation, they noticed that the image was flipped and navigation was reversed. When they touched the patient's left side, the system tracked on the side labeled "r" on the patient exam. The system was set to radiographic view. A manufacturer representative stepped the site through correcting the image to have left and right labeled correctly on the exam and they were able to navigate corrected. The procedure was completed using navigation and there was no reported impact to patient outcome. A manufacturer representative went on site, deleted the patient exam, and reimported it fresh from the disc. It was initially reported that the representative was able to replicate the issue. The patient's anatomy was close enough to resin head to get a passing registration, and it was possible to replicate the left and right discrepancy between the patient's physical anatomy and labeled anatomy on the exam. All exams were taken and burnt on site. It was later reported that the representative was unable to replicate the issue. The representative confirmed that there were no corrections performed on the exam prior to the site experiencing the issue.

Manufacturer narrative:
Additional information: name of initial reporter provided. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that there was a twenty-minute delay to the procedure due to this issue.